Event description:
It was reported that the patient presented with tones sounding. It was found that the right ventricular (rv) lead had intermittent high impedances on the superior vena cava (svc) and right ventricular (rv) coils. The physician plans to replace the lead but is waiting for the patient's health to improve as the patient is ICU with health complications not involving the patient's heart or device. Therefore, the patient is being monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: (B)(4) implantable pacing lead (B)(6) 2008. (B)(4).